Event description:
Electrode and cord attached to handpiece and clamped on lap sponge. Machine read "regrasp". This was done but the device still did not work. A second device from the same lot was open and also did not work. Another was open and this worked.